Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, a missing end cap sticker, and a cracked display window.

Event description:
It was reported by the customer's mother that the customer's insulin pump is having button issues. It was also reported that the insulin pump has physical damage. Customer's blood glucose levels at the time 110mg/dl. Advised insulin pump would replaced. No additional information is provided.